Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2026 while reportedly wearing the lifevest. The patient received five appropriate treatments. The device was started up at 20:40:51 on (B)(6) 2026. At 04:30:16 on (B)(6) 2026, an arrhythmia was detected. ECG shows vt @ 220 bpm. At 04:31:53, the patient received the first appropriate treatment. Rhythm at the time of the treatment event was vt @ 210 bpm. Post shock rhythm was nsvt. At 04:32:26, the patient received the second appropriate treatment. Rhythm at the time of the treatment event was vt @ 280 bpm. Post shock rhythm was severe bradycardia/sinus bradycardia from 10-20 bpm with pvc¿s. At 08:06:46, an arrhythmia was detected. ECG shows vt @ 200 bpm. At 08:07:48, the patient received the third appropriate treatment. Rhythm at the time of the treatment event was vt @ 190 bpm. Post shock rhythm was sinus rhythm @ 80 bpm with pvcs/bigeminy. At 08:09:34, an arrhythmia was detected. ECG shows vf. At 08:10:07, the patient received the fourth appropriate treatment. Rhythm at the time of the treatment event was vf. Post shock rhythm was sinus rhythm @ 60 bpm with pvcs/nsvt. At 08:11:01, an arrhythmia was detected. ECG shows vt @ 270 bpm. At 08:11:32, the patient received the fifth appropriate treatment. Rhythm at the time of the treatment event was vt @ 260 bpm. Post shock rhythm was vt @ 290 bpm with motion artifact and electrode lead falloff. The electrode belt was disconnected at 08:12:06 on (B)(6) 2026.